Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-mar-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer arrived at the station and found that the half-height matrix drawer 2.1 had failed, entered diagnostics and tested drawer 2.1, which passed successfully, then tested drawer 2.2 and found that the open/close sensor was not detecting, shut down the station and replaced the open/close sensor for drawer 2.2. After completing the replacement, retested both drawers in diagnostics, and both passed. The customer was also able to inventory medications in drawers 2.1 and 2.2 without any issues or failures. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the machine was failing continuously with the same reoccurring issue of the drawer not locking. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.